Event description:
Reportable based on analysis completed on (B)(4) 2011. It was reported that during a percutaneous coronary intervention, there was difficulty advancing a catheter over the guide wire. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified mid left anterior descending artery (lad). The choice pt guide wire crossed the lesion without issue. A non-bsc balloon catheter was attempted to be loaded on the choice pt guide wire, but was unable to advance after several attempts. The procedure was completed with a non-bsc guide wire. There were no patient complications reported and the patient's status is good. However device analysis revealed the guide wire coating was peeling.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: analysis of the complaint device revealed the coating was peeling. Visual and tactile inspection revealed the ptfe (coating) is peeling from 28cm to 31.5cm approx. From proximal part and from 66cm to 68.5cm from the distal end. All outer dimensions meet specifications. No others issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors (B)(4).